Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found both scissor blades to be intact and no components at the distal tip appear to be missing. The tube extension is dislodged from the main tube and the entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. Electrical continuity passed. No other damage found.

Event description:
It was reported that during a da vinci si prostatectomy procedure, while the surgeon was cutting around the prostate tissue to perform nerve sparing, one of the tips of the monopolar curved scissors instrument broke. The instrument fragment was removed from the patient and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, injury or adverse outcome was reported.